Event description:
#Medwatcher #(B)(4). I had my device put in on (B)(6) 2011. Starting the 30th, I was having severe cramping, heavy menstrual cycle. Starting a month later, I began getting ovarian cysts and severe weight gain. To this day I'm on meds to stop my cycles but still with the pain.